Event description:
Meter name: fasttake, strip name: fasttake, meter code: 10, strip code:10, strip storage: unk, but good condition, symptoms: none. A pt reported they were hospitalized. Their meter allegedly was inaccurately high due to control failing high. The result on their meter was 101mg/dl. No comparison documented between pt's meter and hcp meter. Treatment was unk. No further info has been reported.